Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it is likely due to a faulty cooling fan. However, a definitive root cause could not be determined. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: contents related to the error code e101 were written in the instruction manual of the processor. Since the device of this complaint was clv-s190, instruction manual of otv-s190 was referred. The following was confirmed in the service manual of otv-s190. Error code: e101 contents: clv temperature error, check around the ventilation grills of clv details: temperature inside the light source increases, and the safety mechanism is activated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source had exhibited a high heat abnormality (error e101-communication/transmission error) after about 10 minutes of use. There were no reports of patient harm.